Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received a low glucose sensor scan result of 105 mg/dl compared to a blood glucose reading of 430 mg/dl obtained on an hcp meter and experienced "a terrible experience during the medical adverse event" and an ambulance was called. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer was unable to self-treat and was administered zemela as treatment by a healthcare professional and was diagnosed with hyperglycemia. The customer additionally reported their "gfr went down to 26 percent, means their kidneys aren't filtering well and, in that case, they are also diagnosed with a kidney disease". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received a low glucose sensor scan result of 105 mg/dl compared to a blood glucose reading of 430 mg/dl obtained on an hcp meter and experienced "a terrible experience during the medical adverse event" and an ambulance was called. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer was unable to self-treat and was administered zemela as treatment by a healthcare professional and was diagnosed with hyperglycemia. The customer additionally reported their "gfr went down to 26 percent, means their kidneys aren't filtering well and, in that case, they are also diagnosed with a kidney disease". There was no report of death or permanent impairment associated with this event.